Event description:
It was reported that surgeon using ntlc75 and sr75 on patient during hemicolectomy procedure on (B)(6) 2021. During 3rd firing, the cutter jammed and unable to cut. There was no delay to the surgery and the procedure was completed successfully.

Manufacturer narrative:
(B)(4). Batch # 341a65 (B)(4). Additional information was requested, and the following was received: could you please provide more details for " the cutter jammed"? Response: the cutter unable to fire as the surgeon push the firing knob. Did the reload lock out and would not work? Response: no information given for this question. Did the reload begin to staple and cut, but then jammed? Response: yes. Did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Response: no staple, no cut line. Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Response: no staple, no cut line. Could you please clarify if there were any patient consequences? Response: no consequences as ot change new ntlc75 with new reload. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Response: no. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage with a reload present. The reload was received unfired and with the swing tab in the locked position with the left gripping surface broken off making the reload nonfunctional. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.